Manufacturer narrative:
The individual washed and disinfected the involved area; no medical treatment, therapy, or medication was given to the operator. Broken vial was due to vial being dropped. No investigation performed. (B) (4)

Event description:
Customer reported that a warehouse operated inadvertently spilled reagent red cells on her hand while picking up a broken vial. Customer had a pre-existing cut on the thumb. Customer is not certain whether any reagent red cells got into the cut.